Event description:
The following information was reported: the physician stated that he lost balloon pressure before he got to the first stop on the sheath. The physician stated that the device was removed and another device was inserted. Upon pullback with the second device, pressure was lost between the 1st and 2nd stop. The sheath and second device were removed and manual compression was applied for 30 minutes or less. The patient was not hospitalized. Procedure type: diagnostic vessel type: peripheral vessel size: 6 mm stick location: medium sheath size: 5f.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a micro tear in the balloon, approximately 4.5 mm from the balloon bond. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. Two balloon loss of pressure events were reported to have occurred in the same patient. It should be noted that the probability of two devices failing in the same patient due to a puncture of the balloon is highly improbable without an outside source causing the puncture. The review of the lhr (lot f1501201) indicated that the device lot met all established performance criteria prior to shipment. (B)(4). See medwatch reports 3004939290-2015-00128 & 3004939290-2015-00129.